Event description:
The customer reported that a pt that had vasoseal es deployed in 2005 experienced complications one week later. The customer reported that the pt received a stent in the distal right superficial femoral artery in 2005 and vasoseal es was deployed es was deployed following the procedure. The pt returned to the hospital one week later complaining of aching and numbness in the leg. It was discovered that the profunda had closed off and attempts were made to open the profunda with an angiojet. After several unsuccessful attempts, the pt was sent to surgery and it was noted that the collagen plug had been inserted into the profunda. The collagen plug was removed and no further complications were reported.